Event description:
During routine testing of the device at the service center, the service technician reported the central control monitor was vibration sensitive and caused the monitor to locked up. Since the event occurred during routine testing, there was no pt involvement during this event.